Event description:
It was reported that during implant the lead couldn't advance. The lead was removed and examined and the helix was found to have popped out. The helix was retracted in fourteen turns and the physician tried to advance the lead again , but failed. So, the lead was removed and the helix had again popped out. Therefore, the lead was not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary- the full lead was returned in segments, analyzed and no anomalies were found.